Event description:
A (B)(6) male underwent initial aortic aneurysm repair (aaa) procedure on (B)(6) 2010. The aortic aneurysm (6cm) was discovered during a pre-op exam for prostate cancer treatment. He was asymptomatic regarding the aneurysm and could walk 2 miles at a good clip without difficulty, pre-placement of the zenith device. He notes that almost immediately following the report of his aneurysm, he began to develop left leg and buttock pain when walking less than 100 yds, relieved by rest. He had an MRI, ordered by one of the implanting physicians about two weeks post aortic aneurysm repair and was told that he had 100% occlusion between the left iliac leg graft and the native vessel. He saw the physician two weeks ago and was told he should wait 6 months before any other intervention for occlusion. He has also been by his primary care physician and several chiropractics who thought his pain was secondary to sciatic nerve entrapment. He is to begin an 8 week course of radiation for prostate cancer (B)(6) 2010. It was suggested that it would be helpful to review his images and implant images of his aortic aneurysm repair. It may be possible to treat his thrombosed iliac artery without endovascular devices, or he may be a candidate for a fem-fem or aux-fem bypass depending on his native right fem status. No intervention is required at this time. The pt was told he should wait 6 months before any other intervention for occlusion.

Manufacturer narrative:
Expiration - unk as lot is unk. Unk as lot is unk. Patient and device codes - occlusion is labeled in the IFU. Unk as lot is unk. The zenith device has competed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to occlusions, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria. Anatomical conditions. Importance of accurate placement. Specific to this case the IFU states, "vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization." No product was returned for investigation; however, no evidence exists to contradict the substance of this report. The failure mode assigned to this case is occluded. This failure mode was determined based on the event description provided by the pt. A definitive root cause can not be determined or reported at this time. We will continue to monitor for similar complaints.